Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The cause of the foreign material remaining in the device could not be determined since it is unknown whether reprocessing was practiced in accordance with instructions for use. The subject event can be detected and prevented by implementation in accordance with the below instructions for use (IFU.) Instructions for evis lucera gif/cf/pcf type 260 series, operation manual "chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf type 260 series, reprocessing manual chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: due to wear of angle wire, bending angle in the up direction did not meet the standard value, and the play of up/down knob was out of the standard value, the bending section cover had a scratch, the adhesive on the bending section cover had a chip, crack and white-clouded area, due to clogging of nozzle, water removal ability did not meet the standard value, switch #1 had a cut, the plastic distal end cover had a scratch, the connecting tube had a scratch, the control unit had discoloration, the universal cord had a scratch and wrinkle. The device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. The air/water nozzle was flushed with water, air and detergent solution. The nozzle was wiped/brushed with clean lint-free cloths, brushes or sponges. According to the customer, the following details regarding the cds process were unknown: whether there was delay in the start of the pre-cleaning, whether there were abnormalities in the accessories used for reprocessing, the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a foreign object in the nozzle. There were no reports of patient involvement.